Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient ((B)(6)) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring a pericardiocentesis. Temperature sensor of ablation catheter (lot #30542267m) was displayed and disappeared right after left pulmonary vein ablation started. The cable was changed but the issue continued. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one (lot #30537335m). A pericardial effusion was observed after the patient was treated. Pericardial drainage was performed. Blood pressure recovered. After that, there was no insertion of a sound star in the left cardiac system. There is no information about the hospitalization. The physician commented that time when blood pressure began to decrease was the time of right pulmonary vein ablation. At that time, the physician may have made contact slightly too hard. No product malfunctions. Additional information was received on the event. The physician¿s opinion on the cause of this adverse event was that it was procedure related. Drainage was performed. Patient outcome of the adverse event was improved. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of a steam pop. The no temperature issue was assessed as not MDR reportable. The ablation cannot be performed since there is no radio frequency energy applied. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Since this adverse event was life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then it was to be considered serious and MDR-reportable. The adverse event was assessed as MDR reportable under the thermocool® smart touch® sf bi-directional navigation catheter (lot #30537335m).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).